Event description:
Boston scientific received information that a do not implant device message was displayed on two different programmers for this boxed subcutaneous implantable cardioverter defibrillator (s-ICD). The field representative reported selecting the identify non-implanted device and then the programmer screen showed this was partially through when the message appeared. The device was going to be returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.